Manufacturer narrative:
To date, the customer have not returned the device for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer returned to olympus that evis exera iii video system center, had one roller of the tower is broken off. A piece is still hanging in the thread (it is not sticking out, cannot be reached). The issue occurred during an unknown event. The procedure was unknown. There are no reports of patient or user harm associated with this event.

Manufacturer narrative:
B5- corrected.

Event description:
The customer returned to olympus that wm-np2 workstation set 6 (EU), had one roller of the tower is broken off. A piece is still hanging in the thread (it is not sticking out, cannot be reached). The issue occurred during an unknown event. The procedure was unknown. There are no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The workstation set was returned but not the alleged castor. Pictures were provided. Based on the results of the investigation, it is likely that the event occurred due to metal fatigue and wear. Olympus will continue to monitor field performance for this device.